Event description:
Patient reported shocking sensations and underwent x-ray imaging which revealed that their leads were coiled and wrapped up in the center of her neck. The patient then had their device disabled. The patient was seen by their neurologist who recommended that the patient needed a full revision to correct the lead placement. No known surgical intervention has occurred to date. No other relevant information has been received to date.